Manufacturer narrative:
The customer reported 12-lead ECG v5 signal loss. There was no report of pt impact. Philips sent the customer a replacement ECG lead set cable to resolve the issue.

Event description:
The customer reported 12-lead ECG v5 signal loss. There was no report of pt impact.